Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, the reported failure loose distal end rubber was confirmed, and black color coming out of the scope was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover component failed, it had slack. A probable root cause could not be identified for black color coming out of the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a loose distal end rubber and a black color comes out of the scope. The issue was found during reprocessing. There were no reports of patient involvement.